Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported by the patient's father that the implantable pulse generator (ipg) "seems to be doing weird things". The caller further noted the device "appeared to be shaking violently in the patient's body". The caller stated the patient's heart rate seemed to be unaffected and approximately 120 beats per minute. Additional information was received that the patient was seen for evaluation in the electrophysiology clinic. It was noted per the physician that the reported observations were due to intermittent diaphragmatic stimulation with ventricular pacing. The device was reprogrammed (ventricular programmed outputs decreased). The patient's mother stated the patient felt better after the reprogramming was performed. A remote pacemaker transmission was subsequently performed and revealed no issues. The right ventricular (rv) lead remains implanted and in use. No further patient complications have been reported as a result of this event.